Event description:
Caller reported aviva expert system blood glucose results, all mmol/l: 22.10.14 20:21 1.7 22.10.14 20:22 9.0 22.10.14 20:26 10.5 23.10.14 20:17 11.0 23.10.14 20:19 7.7 23.10.14 20:20 2.5 23.10.14 20:21 3.6 23.10.14 20:38 2.0 23.10.14 20:38 2.7. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.